Manufacturer narrative:
The technician replaced the casters and bushings to repair the bed.

Event description:
Information received indicates the bed has no brake. The bed would roll after setting the brake.